Event description:
Was reported the pump had intermittent power and displayed 0.0 units without removing the battery. The patient noted there was no damage seen to the pump casing or battery compartment. It was also report the battery cap was unable to be tightly secured, the o-ring was visible and that the patient had never replaced the cap. The manufacturer recommends the battery cap be replaced every six months. As the issue was not resolved, this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): review of the black box download verified that the pump time and date had reset to the factory default setting of 12:00 am (B)(4) 2007 after power on resets on the alert date, (B)(4) 2012. On examination, there was no damage to the battery cap or the battery compartment. The battery cap tightened fully without the yellow o-ring visible. Battery cap testing revealed the cap was within specifications. Evaluation found that the pump powers up properly. Power flex, circuit board, and terminal connections were found to be intact. No evidence of re-booting was observed in the pump history, and the pump was exercised for 24 hours with no re-boots occurring. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump cover was removed to investigate and revealed the bt1 component was leaking. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.